Manufacturer narrative:
H10 h3, h6: one 7207560 scr biorci 8x25mm strl bx 1, has not retuned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: ¿after passing the allograft through the tunnels, the medical staff proceeded to fix the graft to the femur with an 8 x 25 mm biorci screw", procedure was completed with a 9 x 25 mm bio screw. An exact root cause cannot be determined with confidence without the pertinent clinical details; however, factors that could have contributed to the reported event include: not preparing the insertion site as required by the instructions for use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery, after passing the allograft through the tunnels, the medical staff proceeded to fix the graft to the femur with an "8 x 25 mm biorci screw". However, it was not achieved because when trying to fix the screw to the cortex, it was noted that the screwdriver rotated on the same axis of the screw but without the desired purpose. Another attempt was made to replace the screw without success; thus the screw was removed from the patient with a clamp. The procedure was successfully completed without significant delay using a 9 x 25 mm biorci screw into the same bone hole. No other complications were reported.

Event description:
It was reported that during surgery, after passing the graft through the tunnels, the medical staff proceeded to fix the graft to the femur with an "8 x 25 mm biorci screw". However, it was not achieved because when trying to fix the screw to the cortex, it was noted that the screwdriver rotated on the same axis of the screw but without the desired purpose. Another attempt was made to replace the screw without success; thus the screw was removed from the patient. The procedure was successfully completed without significant delay using a 9 x25 mm biorci screw. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.